Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 145 guidezilla¿ guide extension catheter was placed. Then a 4.00x32mm promus premier¿ stent was advanced into the guide extension catheter however, when the device was on the entry point on the collar of the guide extension catheter, the tip of the stent was damaged while inside the guide extension catheter. The stent was not deployed and the procedure was completed with another of the same device using the same 145 guidezilla¿ guide extension catheter. No patient complications were reported and the patient's status was fine.